Event description:
A report was made regarding a cartridge alarm 20. The reported issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.